Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) burst and therefore, could not be used. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229806 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.